Event description:
It was reported to philips that the system did not start up at 00:00. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. The philips field service engineer (fse) inspected the system on-site and confirmed that the system did not start up at 00:00. Upon troubleshooting, the fse performed system checks and found a system software error. To resolve the issue, the fse restored the system's operating system (os) and application software. After the restoration, the system returned to good working order. The codes were updated based on the investigation outcome.